Manufacturer narrative:
(D10) concomitant devices: 02-020-14-0230 - truliant cr por fem cr por left sz 3: (B)(6), 02-022-47-3009 - truliant tib imp cr ins std sz 3, 9mm: (B)(6), 02-022-55-3030 - truliant por tib tray size 3f/3t: (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced arthrofibrosis. Patient has been working with physical therapy for the past 2 months, developed arthrofibrosis. As a result, approximately 2 months after initial replacement, the surgeon and patient agreed to proceed with a manipulation under anesthesia surgery. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported surgery cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.